Manufacturer narrative:
Document review: amistem h femoral stem size 0 std - ref (B)(4)/lot 122916 (40 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Twenty stems belonging to this lot have been already implanted and no other incidents have been reported up to now. From the data collected, we do not have evidence that the event is device related.

Event description:
Ref imp report: (B)(4).